Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the alert for "device cyber security update available" was unable to be found while attempting to update the device. The upgrade needed to be performed, but the option to upgrade was not present in the patient data menu. The issue remains unresolved. No further information is available.